Event description:
A report was received that the patient underwent an explant procedure due to discomfort felt at the pocket site, communication and charging issues with the ipg. The patient was doing well after the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to discomfort felt at the pocket site, communication and charging issues with the ipg. The patient was doing well after the procedure.

Manufacturer narrative:
Update to initial MDR fields: (B)(4) product problem should no longer be checked. Additional information was received that the patient was explanted mainly due to pocket discomfort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4)/206599 description: linear st lead, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.